Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the endoscope would flip 180 degrees out when installed. Prior to contacting intuitive surgical, inc. (Isi) technical support, the customer attempted another endoscope. The tse had the customer remove the endoscope from universal surgical manipulator (usm) 3, press clutch button, and reinstall the endoscope. The issue was resolved. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. Intuitive surgical, inc. (Isi) technical service engineer (tse) had customer remove the endoscope from universal surgical manipulator (usm) #3, press clutch button, and reinstall the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.